Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited low impedance. The lead was no longer used. A new lead was implanted with good electrical values. The patient was in stable condition before and after the procedure.

Manufacturer narrative:
(B)(4).